Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and difficulty charging. The patient underwent a pocket revision wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.